Manufacturer narrative:
(B)(4) were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via log file analysis which revealed multiple electrical fault alarms on the reported event date. Visual inspection of the driveline revealed that the blue and yellow wires in the driveline were severed. A driveline splice repair was performed to mitigate the conditions reported. The confirmed malfunction is related to the reported event. There were no clinical factors that were responsible for this event. The cutting of the driveline was an accident. Patient remained stable and driveline splice was done and patient tolerated without any issue. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported alarms were the severed driveline wires. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator that that the patient's home health nurse inadvertently cut the driveline with scissors while performing wound care at the driveline exit site. The patient immediately started having "electrical fault" alarms. He was subsequently admitted to the hospital for driveline splice repair per fs0011 rev 04. Log files confirmed that the pump was running on single stator. Visual inspection of the driveline revealed severed blue and yellow wires. The pump was stopped for a total of 10 seconds. The patient tolerated the procedure without issue. Investigation is ongoing.

Manufacturer narrative:
Updated section: one controller (B)(4) was returned for evaluation and one pump (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller (B)(4) revealed that the unit passed visual inspection and functional testing. Log file analysis revealed one (1) reactivation event on (B)(6) 2016, at 10:14:50 due to an over current trip on the rear stator. At the same, an electrical fault alarm was logged due to an over current condition on the front stator, resulting in a vad stopped alarm. A vad disconnect alarm was then logged due to a physical disconnection of the driveline from the controller and/or due to the wire damage. An electrical fault alarm was then logged due to two open phases in the front stator, causing the pump to only run on the rear stator. On-site inspection revealed that the driveline was completely cut. A driveline splice procedure was performed to mitigate the reported conditions. Based on the available information, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported drive line damage. The most likely root cause of the reported event can be attributed to the driveline wire damage caused by the nurse, as indicated in the event details. Other devices involved in this event: brand name: heartware® ventricular assist system - controller 1.0. Serial (B)(4) / model #: 1403us / expiration date: 2014-07-31 UDI #: (B)(4). Device available for evaluation: yes, return date: 2018-04-24. Device evaluated by MFR?: yes. Mfg date: 2013-07-31. Labeled for single use? : no. Device code(s): c76126. FDA method code(s): 10, 4112. FDA results code(s): 213. FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2016, during the driveline splice repair the patient was off pump for approximately 10 sec. It was stated that the patient tolerated without issue. No further patient complications have been reported as a result of this event.